Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer's father stated that the up button is not working, and the rewind button goes slow. The customer will check with the health care provider and go through insurance before getting a new pump.